Event description:
It was reported, that the evis exera iii gastrointestinal videoscope had foreign material by the channel. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found the distal end plastic cover was burned. Based on the results of the investigation, the most likely cause of the foreign material in the scope and the burned cover was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.